Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the emergency department after receiving several inappropriate shocks due to counting atrial and ventricular beats. Lead dislodgement was noted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.